Event description:
It was reported that pump touchscreen responded slowly with several seconds of delay after each press and charging cord required extra force to plug in, and patient did not want to troubleshoot issues. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by customer or technical support in response to this event.